Event description:
It was reported that during set-up for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a "gas system: knob adjust only" error. The system was rebooted and the error message cleared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) observed the electronic patient gas system (egps) to pass calibration two times. He replaced the epgs as a precaution. The unit operated to manufacturer's specification. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed via the data logs. Per data log analysis, on (B)(6)2019 the gas system is successfully calibrated at 06:29:21 but immediately reports a 'flow control fault'. This will cause the gas system to be knob adjust only as reported. Two more attempts to calibrate fail with error 22 'flow out of range'. The system is powered down and not powered up again until (B)(6) 2019. Now calibration attempts are successful with no issues. During laboratory analysis, the product surveillance technician was unable to duplicate the issue. He conducted release testing and 10 consecutive calibrations and no observations for 'gas system: knob adjust only' error were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.